Manufacturer narrative:
This device was included in that field action.  Based on the information received and without the return of the product, it could not determine this device performed as described in the field action.

Event description:
It was reported that the patient experienced heart rates in the 30s, and the right ventricular (rv) lead exhibited t-wave oversensing (twos). The lead was reprogrammed, and the device and lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.